Event description:
Caller reported an occlusion alarm and stated that it happened earlier in the day before contacting the technical support team. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.